Event description:
It was indicated that the patient was not getting good efficacy. The pump was implanted in (B)(6) 2012. The patient had some relief from the pump approximately one week post op but was then not receiving adequate relief. The hcp increased the dose. Over approximately a one month period the patient would continue to complain of a lack of relief the hcp would increase. The hcp was attempting a dye study and was unable to aspirate from the cap. The patient was schedule for surgery to investigate and repair. During surgery, it was found that the catheter was crushed/cut distal to the anchor. There still remains the distal portion in the spinal canal. The catheter was removed otherwise and replaced with a new ascenda. The daily dose was also decreased to 0.24mg/day of dilaudid and bupivacaine. The patient outcome was noted as 'doing much better and receiving pain relief.' The pump delivered dilaudid and bupivacaine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found the catheter body to be broken. The catheter was received in three segments. As received, segments 1 and 2 had cosmetic melted areas on their surfaces. The areas were cosmetic in nature as no leaking was seen in these areas. These melted areas may have been caused by electrocautery during the explant procedure. The distal side of segment 3 appeared to have been crushed. The most distal section of the catheter with the dispensing holes was not received.

Manufacturer narrative:
(B)(4).